Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in the operating room for a generator change out due to normal eri. Externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. Since the system was downgraded, the defib portion was programmed off and the pace/sense portion remains active. Patient will be monitored.